Manufacturer narrative:
The insulin pump motor error alarm during basic occlusion test and compromised force sensor alarm during prime/ compromised force sensor test and occlusion test due to faulty force sensor resistor (gold). The pump passed no delivery test and displacement test. The pump had scratched display window. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 248 mg/dl. The customer states that after the motor error when they ran out of insulin. The customer states they are unable to exit the "preparing to prime" loop. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. There was no motor position encoder error noted in the history. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.